Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 23 july 2025, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The user started receiving sensor replacement alert on (B)(6) 2025, day 55 after insertion. An RMA was authorized for the return of the sensor for further investigation. The sensor was returned and tested in-house, and the analysis showed no issues with the sensor's chemical performance. A review of the raw sensor data revealed optical instability in all sensing areas; however, this could not be reproduced during in-house testing. This may occur in instances where the failure mode observed in vivo cannot be reproduced in a laboratory setting. Additionally, a review of the sensor data indicated frequent missed reads due to internal electrical communication issues. The combination of these issues resulted in glucose blinding triggered by the system's self-checks, which led to the activation of the glucose suspend alerts. The user was provided with a replacement sensor as part of the resolution. B4.date of this report 20 oct 2025. G3.date received by the manufacturer? 20 oct 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10,4121. H6. Investigation findings updated to 3231,628. H6. Investigation conclusions updated to 4315,4307.